Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to alignment and procedural/user error or variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr, two (2) 4.5mm x 44mm cort bone scr st sst and two (2) 4.5mm x 42mm cort bone scr st sst, were difficult to start insertion of a chs 4 hole 130 deg plate. Surgeon stated that the drill hole had been placed in freehand, therefore was too close to the plate for the screw to bite evenly. The procedure was completed with the same reported screws. However, it is unknown if there was a delayed or not. Patient was not injured as consequence of this problem.